Event description:
It was reported that the cuff was not inflating, and would not stay inflated long enough.

Manufacturer narrative:
Other, other text: device was returned for investigation. The sample was filled with 5 cc of air and found to be inflating asymmetrically. According to the IFU, the pilot balloon was manipulated and the cuff inflated. The cuff was then inflated and deflated four times and was symmetric each time. Root cause could not be determined since the sample successfully passed the functional test.